Event description:
The reporter indicated the surgeon implanted a 12.0mm icm120v4 implantable collamer lens in the patient's left eye (os) on (B)(6) 2014. The lens was explanted on (B)(6) 2014, due to elevated intraocular pressure. A secondary yag was performed. The icl was not exchanged for another lens.

Manufacturer narrative:
Date of birth - unk. (B)(4).

Manufacturer narrative:
Method: work order search, medical review. Results: a lens work order search was performed and one similar complaint was found within the work order. Visual inspection of the returned product found no visible damage to the lens. The lens was returned dry. The lens was rehydrated in bss for re-measurement. The lens length was measured and the result of the measurement was compared against the original value and the lens was found to be in specification. Medical review - the most common reasons for early postoperative elevated iop after icl implantation, in the presence of optimal vaulting, include : non patent/functioning iridectomies (too small, too peripheral and/or not fully permeable, blocked by visco), remaining viscoelastic in the posterior chamber, too narrow angles/crowded ac due to small eye anatomy preoperatively, unexpected abnormal anatomy or tissue abnormalities (presence of iris/ciliary body cysts), malpositioned footplates, upside down icl, etc. Conclusions: based on the complaint history, work order search, medical review and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).